Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) and right atrial (ra) leads. The rv lead was removed and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.